Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. The result from the meter was 3.6 inr and the result from the laboratory within seven hours was 2.5 inr. On (B)(6) 2018, the result from the meter was 4.3 inr and the result from the laboratory within seven hours was 2.5 inr. There was no allegation of an adverse event. The customer was not anemic nor polycythemic, did not have antiphospholipid antibodies, not on direct thrombin inhibitors, no heparin, no coumadin dose change, no diet change, and no symptoms of bleeding or bruising. The therapeutic range was 2.5-3.5 inr. The customer's meter and test strips were received for investigation. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with masterlot #28632180 (recalibrated lot to rtf/09). Customer strips: qc 1: 2.4 inr; qc 2: 2.4 inr. Retention strips: qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. Retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The results alleged by the customer were not observed in the meter¿s patient result memory. No information was provided in the complaint case that would point to a cause for the result discrepancy.